Event description:
The physician interrogated the device after the patient access to the emergency room (for a syncope episode). He reported some ineffective shocks on a ventricular fibrillation episode. More precisely, each shock had 0.0 j delivered energy.

Manufacturer narrative:
It was reported on (B)(6) 2016 that a new lead has been implanted.

Event description:
The physician interrogated the device after the patient access to the emergency room (for a syncope episode). He reported some ineffective shocks on a ventricular fibrillation episode. More precisely, each shock had 0.0 j delivered energy.